Event description:
It was reported the implant sank past the level of the broach during implantation. The issue was identified intra-operatively while seating the component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).proposed component code: mechanical (g04) - stem.the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.